Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient was implanted for bowel; the patient reported that they stated having bowel accidents. It was noted that the patient had access to their patient programmer and showed the stimulation was on. The patient was instructed to use the pp and at first the pp showed the low pp batteries screen. The patient was able to finish the programming and adjust stimulation. The patient reported feeling stimulation in the correct area and was at 1.1v in p1. The patient increased to 1.4v and stated that they felt the stimulation. The patient was instructed to monitor their symptoms and increase as needed. On (B)(6) 2018, additional information was received from the patient. It was reported that the patient doesn't think the device was working and she was still having diarrhea. In addition, the patient reported that about a month ago, she started having diarrhea really bad - it was in april. The patient has been fainting and falling about 2 months ago, which she thought it was in (B)(6) or so (confirmed 2018). There were no further complications or anticipations reported with this event.